Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient complained of intermittent low flow alarms over the past weeks due to an increase of speed and change in hematocrit. Preliminary log files were indicative of suction and the patient was admitted to hospital and speed was decreased. Right heart catheterization was performed and was noted that flows decreased when the patient stood up. Controller exchange was performed and speed was decreased to 2600; the patient was discharged with no further low flow alarms. The pump ((B)(4)) and controller ((B)(4)) were not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported low flow alarms were confirmed via controller log files, however, waveform trends of this nature are indicative of normal pump operation with intermittent suction. The root cause of the 'inadequate flow rate' event cannot be conclusively determined; however, a possible root cause can be attributed to the changes in speed and hematocrit, as reported by the treating facility. Additionally, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states that the patient had persistent low flow alarms. The patient initially complained of intermittent low flow alarms over the past 4 weeks, which started when a hematocrit change was made on the monitor while the patient was in clinic. The treating physician increased speed from 2740 to 2780 because the aortic valve was opening on every beat. The patient coughs a lot at night, otherwise he is asymptomatic. The patient has a history of hypertension. Preliminary analysis of the log files showed intermittent suction. The patient was admitted to the hospital and placed on rest. The pump speed was decreased from 2780 rpm to 2740rpm. The facility stated that they were questioning the position of the inflow cannula. On (B)(6) 2014 a right heart catheterization was performed laying, sitting and standing. The flow from the pump was measured at 3.2 lpm during the catheterization. Flows dropped when the patient stood up and the cardiac index dropped to 1.4 lpm. The facility performed a controller exchange on (B)(6) 2014. On (B)(6) 2014, the pump speed was at 2680 down from 2740 the morning. Flow was approximately 4lpm. The pump speed was decreased to 2600rpm. When the patient sat up, the flow dropped to the low mid 3 lpm. When he stood up, the flow dropped to 2 lpm momentarily. The speed was left at 2600 rpm. No further alarms were noted since the speed was dropped to 2600 rpm. The patient was discharged home on (B)(6) 2014. The pump remains implanted and will not be returned to the manufacturer for evaluation. The controller was not returned to the manufacturer for evaluation either.